Event description:
Healthcare professional reported via regulatory agency left side intracapsular rupture and capsular contracture, baker grade IV diagnosed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d1/d4: device information reported as mcghan style 410 mm. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade IV.